Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2017-sep-28 arjohuntleigh was notified by (B)(6) hospital in great britain about the incident involving enterprise 9000x bed. In received complaint it was reported that the backrest section of the bed raised unintentionally without any button being pushed neither on hand control nor control panel. At the time the malfunction occurred the patient was lying on the bed. The staff used the lowering function on the nurse control to prevent it from raising further, however without success. Then the CPR function was activated to return the bed to the flat position. The resident did not sustain any injury. Arjohuntleigh representative confirmed that the facility staff is fully aware that if they lean against the bed this can cause inadvertent movement. As the entire hospital is equipped with enterprise x range beds, training and support to the staff has been provided periodically. It needs to be emphasized that all manufactured citadel beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. After the event arjohuntleigh technician inspected the bed. The evaluation revealed that the no fault was found within the device, the general condition of the bed was found to be good. All bed functions were extensively tested and all operated as intended. As a precautionary measure, the control box and touch pad membranes will be replaced. The bed in question was not under arjohuntleigh service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. The date of last service is april 2017. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_8 dated on jan 2017) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed" warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls" information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Although no injuries were reported in relation to this incident, the complaint was decided to be reportable as the bed was being used for patient handling at the time of the uncommanded bed movement. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated and no fault was found within the device. The device was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Event description:
On (B)(4) 2017 arjohuntleigh was notified by (B)(6) hospital in (B)(6) about the incident involving enterprise 9000x bed. In received complaint it was reported that the backrest section of the bed raised unintentionally without any button being pushed neither on hand control nor control panel. At the time, the malfunction occurred the patient was lying on the bed. The staff used the lowering function on the nurse control to prevent it from raising further, however without success. Then the CPR function was activated to return the bed to the flat position. There was not patient injury reported.